Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap hepatectomy. The first firing was successful. The second, the cartridge was connected to the device and the surgeon could not push the firing knob therefore device did not fire. There was no patient injury.